Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that before opening the package of the device, it was found that there was a black foreign material attached to the device. Based on medicon's observation, confirmed that the foreign material was taped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that before opening the package of the device, it was found that there was a black foreign material attached to the device. Based on medicon's observation, confirmed that the foreign material was taped.

Manufacturer narrative:
Received 1 opened irrigation syringe with the original unit packaging. The reported event was confirmed; however, the cause is unknown. During the visual inspection noted that sample had foreign material attached with tape. In order to verify if the foreign material was embedded, the following task was performed: take a towel and wet it with alcohol. Wipe the bulb with towel. During this task the foreign material was removed. The foreign material is loose. The foreign material exceeded its specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package of the device, it was noted that there was black foreign material attached to the device. Based on medicon's observation, confirmed that the foreign material was taped to the device.